Event description:
Information was received that a smiths medical cadd solis vip ambulatory infusion pump had a "dso" (downstream occlusion) error. No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pumps - 2120 was returned for analysis for a complaint of a downstream occlusion error. The device's tamper seal was found missing. The device underwent functional and sensor testing. The sensor was found to be working but has a bubble in the seal. The cause of the issue is undetermined but is presumed to be due using a cleaning solution.